Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer was instructed by the customer that this device is to be left unrepaired - they declined service due to costs. No further action is intended at this time with this ventilator, and remains out of service at the facility. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator in which the tidal volume is "reading 0 at all times" - this was further exhibited during evaluation by the observation of diagnostic codes 3105 (exhalation flow outside range) and 3123 (oxygen cracking flow out of range) in the ventilator's event log. Although it was stated that this issue occurred during clinical use, there was no allegation of harm associated with this report. Diagnostic codes 3105 and 3123 are associated with performance verification testing, and are not observed during use.